Event description:
It was reported that the lead could not be connected to the header of the ICD due to set screw problems. The device was attempted and not used. A different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. The grommet was found damaged and the set screw was found desengaged from the device connector block socket.